Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
During pci of a 90% de novo lesion in the ostium of the lcx that was flexed to a right angle, heavily calcified with high vessel tortuosity, a 3.5x18mm cypher select + stent was delivered to the target lesion but the proximal edge of the cypher select+ stent became stuck at the flexed portion at the ostium of lcx. When the physician tried to retrieve the cypher select+ into the gc, he found the stent to be dislodged on the gw at the distal end of the gc under cag. Therefore, the sds was retrieved and the dislodged cypher stent was safely retrieved by a snare catheter from the patient. The cypher select+ stent was checked outside the patient and the proximal edge of the stent was confirmed to be flared. The procedure was finished successfully with poba only. Additional pci treatment was scheduled. The patient is in stable condition. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that the cypher select+ stent dislodged because the stent became caught at the tip of the gc and the proximal edge of the stent might have flared at the time. Femoral approach was chosen for the procedure and short sheath was used for the procedure. A 7f jl4 axess guiding catheter was engaged and a runthrough ns guidewire crossed the lesion. A 3.5x15m balloon catheter was delivered to the target lesion with friction and pre-dilation was conducted without issues. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. The physician will implant stents in lm to the proximal lad and in the proximal left circumflex but the date of additional procedure was not scheduled.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has cal code issues and is automatically cycling through code numbers. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.